Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received not deployed. The device was received with the adhesive pad fully attached to the bottom housing, and the adhesive liner fully attached to the bottom housing. The pod was returned with the needle cap fully attached to the bottom housing. The reported dislodging of the cannula could not have occurred as the pod did not deploy and ran 0 pulses. No problem was found. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. The needle cap and adhesive liner were returned still on the pod. No problem was found. The pod battery voltages were observed to be lower than expected. Inspection of the electrical components found the pod shelf mode current to be higher than the acceptable level, leading to the observed low battery voltages. The pcb assembly, battery springs, batteries, and battery clips were all inspected for abnormalities and none were found. The exact cause of the observed high shelf mode current could not be determined. The observed high shelf mode current cannot be confirmed as the cause of either of the user reported events.